Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal had foreign matter in the barrel. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no:328509 batch no: 9210537. It was reported that the consumer sees a clear oily liquid in the barrel and when he pushes on the plunger rod it comes through the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/23/2020. H.6. Investigation: customer returned (11) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9210537. Customer states that they see a clear oily liquid in the barrel and when he pushes on the plunger rod it comes through the needle. All returned syringes were examined and no foreign matter was observed. Also, no foreign matter was observed to come out of the cannula when the plunger rod was fully depressed. A review of the device history record was completed for batch # 9210537 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 8mm 10 bag 500 wal had foreign matter in the barrel. This occurred on 2 occasions before use. The following information was provided by the initial reporter: material no:328509 batch no: 9210537. It was reported that the consumer sees a clear oily liquid in the barrel and when he pushes on the plunger rod it comes through the needle.